Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The reported problem was identified during the event history log review as a check lines and bags alarm. Functional testing was performed with no issues noted. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The direct cause of the problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the homechoice machine was identified. The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Event description:
It was reported that an unspecified error message occurred on the homechoice machine before use (no details provided). There was no patient involvement. No additional information is available at this time.